Manufacturer narrative:
Correct contact address (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
The manufacturer's service engineer was able to duplicate the reported problem. The manufacturer's service engineer repaired the unit by replacing the power management board, motor controller board, and internal battery. The system is back in operation. Patient information was requested, but could not be obtained.